Event description:
It was reported at patient¿s post operation diagnostic testing was performed and showed high impedance on the patient¿s lead. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported event of high impedance was not confirmed. A visual inspection and electrical testing of the returned lead segments did not find any discrepancies that would have contributed to the reported observation of high impedances on most electrodes.

Event description:
Related manufacturer reference number: 3006705815-2022-01283. Additional information received indicates the lead was explanted and replaced to address this issue.